Event description:
It was reported the ventilator had an in adequate ventilation. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. Alarms for pressure delivery restricted has been generated as an indication that the ventilator was functioning and it attempted to deliver the ventilator support using the preset pressure level but it failed due to the imposed restriction of the set upper pressure limit. The ventilation difficulties may either be related to not optimal user settings of the device for the actual patient or an increased expiratory resistance in the patient¿s breathing system. Successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. However, the alarm generation indicates that the ventilation may have been insufficient due to ventilator settings and/or alarm limits chosen by the operator.

Event description:
Manufacturer's ref #: (B)(4).